Event description:
Caller reported a cartridge alarm 20 but there was no adverse impact to the customer's blood glucose level. Customer had not previously reported similar alarms with this pump serial number, though consecutive cartridge alarms were noted. Customer was advised by technical support to replace the pump. The customer was instructed on how to put the pump into storage mode before returning it to tandem and was provided with a return box and prepaid label for ups. A replacement pump was sent, and the customer was informed about the need to program their settings into the new pump and connect their continuous glucose monitor. Customer indicated that they would use an alternate insulin delivery method if necessary but would continue using their current pump for the time being.